Manufacturer narrative:
(B)(4). Date sent: 8/16/2024. Additional information was requested, and the following was obtained: did the device cut the tissue? Yes. If yes, was the cut line complete? Incomplete / partial firing.

Manufacturer narrative:
(B)(4). Date sent: 8/30/2024 the device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 9/9/2024. D4: batch # 637c20. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received. The reload was received partially fired 1/2. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. Obvious damage to the reload deck was noted, which suggests the reload, may have been fired over a hard object. No functional test was performed due to the condition of the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in a sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 637c20, and no non-conformances were identified.

Event description:
It was reported that the reload did not fully fire and looks to be a bit malformed. They got a second reload to complete the rest of the case without patient harm.

Manufacturer narrative:
(B)(4).date sent: 7/24/2024 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? Yes or did the device fully fire and stop during automatic knife return? No did the device deliver any staples? Yes what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? A combination of the three descriptions provided. Were there staples missing from the staple line? Unconfirmed attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut the tissue? If yes, was the cut line complete?